Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. It was also reported that the cannula was bent. It was unknown when the patient was released or how they were treated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose. No lot release records were reviewed, as the product lot number was not provided.